Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient was pre-operatively diagnosed with non union at l5/s1 and l4/l5 and underwent posterior spinal fusion. Post op, screw was broken. Pain and non-union were reported as a result of the event. A revision surgery was performed to explant the screw. No fragments remained inside the patient.